Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1160, serial/lot: (B)(4), description: spectra wavewriter ipg kit.

Event description:
It was reported that the patient had their ipg and paddle lead explanted due to an epidural hematoma shortly after implantation. Patient is reportedly doing well following the procedure.